Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer "taping the cable into the charging port". There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.